Event description:
The nurse of an (B)(6) male pt contacted zoll customer support to report that there was an exposed wire on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon receipt, the distribution node (dn) to rear te cable was pulled from strain relief. In addition, the dn to front te cable grommet was pulled from the dn, and the ECG c and d cable was pulled from the strain relief. The root cause for the damaged cables cannot be positively determined but was likely excessive force. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.